Event description:
Upon plugging in ligasure device, error message populated on screen. Error message stated ¿the inserted device has already been used. It has not been recertified by the original manufacturer¿. Opened new handpiece and it worked.